Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation and since the device was not returned to olympus, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had a b30 scope communication error. The issue was found at preparation for use for a diagnostic bronchoscopy procedure that was completed using a similar scope. There were no reports of patient harm.

Manufacturer narrative:
In speaking to olympus technical assistance center (tac), the customer tried to clean the connector and scope. The video system cable was reseated between the light source and the processor. He said that he tried another scope and the issue continued. After retrying with a second scope the b30 error went away. The issue was resolved and as of this date the customer has not called back to send the scope for repair. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.